Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient was discharged in pyxis, but the patient was not meant to be discharged, and the user was unable to locate the patient when trying to gather the medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) stated that a readmit or reverse discharge resolve the issue through admission discharge transfer system, after which the patient would reappear in pyxis for medication access. Customer later confirmed that the patient was officially discharged. The system functioned as intended after the technical support specialist investigated the issue.